Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) on the right eye (od) at 1 day post-operative exam. A brief description from the surgery center noted the dlk stage 2 vs interface haze; trace to 1+. The patient¿s chief complaint was of foreign body sensation and the patient commented of feeling of something in the eye. Topical steroid dosage was increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017, right eye pre-op 20/20 -1.50 x -.50 x 150, left eye pre-op 20/20 -2.50 x .00 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.